Event description:
It was reported that an exactamix automated compounding device had an open door on the pump. This issue was observed during programming/setup in the pharmacy. There was no patient involvement. No additional infusion is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, it was observed that the keyhole on the rotor assembly was damaged, and the pump was unable to start because the pump door is open. The reported condition was verified. The cause of the reported condition was due to the pump cover switch not connected to the pump motor driver pcba. The pump cover switch will be connected to the pump motor driver pcba during the refurbishment process to correct the issue along with pump rotor, power indicator and all the associated parts. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.